Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 550 mg/dl and 511 mg/dl (system 1) and 128 mg/dl (system 2) within 2 minutes on the aviva system. She used 2 separate meters for the tests but the same vial of test strips. No adverse event reported. The alleged product was replaced and requested for evaluation.